Event description:
It was reported the patient felt no stimulation. The patient increased the voltage up to 10.5 volts. The patient was seen for the follow up at the clinic. It was the patient's first visit after a lead revision. The stimulator had been off since the lead revision. Impedance reading were >40000 ohms for electrodes 1, 7 and 0. The manufacturer representative did not have any readings for comparison post revision. The patient did not have a fall or trauma. An x-ray of the stimulator and extension area was recommended.